Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA (B)(4) corrective action implemented for root cause 43.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit failed transducer test and will no calibrate.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, investigation conclusions) more than three (3) gfe attempts were performed to obtain additional information and no response was provided regarding product evaluation or return. If new information becomes available, a supplemental report will be submitted.

Event description:
N/a.